Event description:
The patient is a 71-year-old female, 173cm (5'8") in height and 74 kg (163 lbs) in weight. She has a history of occlusive coronary artery disease, hypercholesterolemia, status post myocardial infarction, status post ptca, hypertension, non-insulin dependent diabetes, duodenal ulcer, and chronic depression. On january 5, 1993, she underwent a cardiac catheterization which revealed "...99% stenosis of her circumflex and 100% occlusion of her right coronary artery."an iabp was placed due to chest pain and she was sent to ccu to await an urgent coronary artery bypass graft. It was on the morning just prior to surgery that blood was noted in the iabp lines. The pump was immediately stopped, the balloon catheter was removed in the cath lab, and she was taken to the operating room for an urgent coronary artery bypass graft. At this time, the femoral artery from where the iab was removed was also repared by vascular surgery. Other than post operative nausea, there were no other complications and the patient was discharged on january 19, after having tolerated a diet for three days.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.